Event description:
Per journal article: "therapeutic efficacy of programmed spatial anatomy of the myopectineal orifice in total extraperitoneal hernioplasty: a retrospective study". This study aimed to investigate the therapeutic efficacy of programmed spatial anatomy of myopectineal orifice technique in laparoscopic total extraperitoneal hernioplasty (tep) surgery. This article is a study of (B)(4) adult male patients with unilateral inguinal hernias who underwent tep (totally extraperitoneal repair) procedure with implant of 3dmax mesh between (B)(6) 2019 to (B)(6) 2020. The patients were divided into the procedural (B)(4) and traditional groups (B)(4) according to different surgical methods. The procedural group underwent programmed spatial anatomy of the myopectineal orifice combined with tep, and the traditional group underwent traditional tep. As per article, after half year of follow up, patients involved in both groups developed with the post operative outcomes such as peritoneal damage (B)(4), seroma (B)(4), inferior epigastric artery injury(B)(4), sensory nerve abnormalities (B)(4), chronic pain (B)(4), (lasting over 90 days) were identified. It was concluded that programmed spatial anatomy of the myopectineal orifice" surgical technique is safe and reliable. It can significantly improve the clinical effect of tep hernia repair and intra- and postoperative clinical indicators and reduce the incidence of intra- and postoperative complications.

Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The information obtained is limited to the article. There is no discussion within the article, or indication of the device being directly or indirectly related to any reported patient outcomes. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Seroma and pain are known inherent risk of surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Note, the date of event ((B)(6) 2019) is provided as an estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.